Manufacturer narrative:
(B)(4). Two photos were received for evaluation which revealed the connector was missing from inside of the package therefore the complaint was confirmed. One sample was returned for evaluation from the reported part number; the sample was received in used condition without its original package. The returned sample was visually inspected at 12 to 16 inches with normal conditions of illumination confirming the missing connector. No other analysis was performed. Based on the analysis conducted with the sample provided, the failure of missing component was confirmed. The potential cause of this failure condition could be caused by material got mixed (with connector and without) bad segregation. All mitigation were verified and confirmed therefore no corrective actions could be implemented. The failure condition in this product for threshold or escalation will continue to be monitored. There were no issues or nonconformance reported during the manufacture of this lot or any relevant rework: nothing found per review of the devices history record. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the 15mm connector for the product was found missing upon opening. No patient injury reported.